Event description:
It was reported that the pt experienced a shocking or jolting sensation at the implantable neurostimulator (ins) location multiple times a day while the ins was on. There was no known accident or incident related to the complaint. All impedance measurement were normal. The pt turned his device for two days and was not shocked at all. When he turned it back on, he was shocked several times during the day.

Manufacturer narrative:
(B)(4).